Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the 'sore' from the implant surgery was oozing, runny, bleeding, and had pus. It was recommended that they follow up with their healthcare professional to address this issue. Additional information received from the patient on (B)(6) 2020 reporting they saw primary care physician today regarding the bleeding and oozing at the incision site and the primary care doctor said it appeared to be infected and recommended patient follow up with implanting physician. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that there was no infection and the incision was not open and it is healing. Local wound care was recommended. No further complications were reported/anticipated at this time.